Event description:
It was reported that a ge service contractor received second degree burns when servicing a 20 kva (kilovolt ampere) (uninterruptible power supply) used with the innova 2100 vascular system. During battery install, the contractor pushed one of the battery trays inside the cabinet, causing one of the wires to make contact with the end of the battery terminal. This caused a 12 volt short-circuit in the battery, resulting in sparks. A ge field service engineer (fe) immediately rushed into the room and turned off the power. The fe and a nurse took the contractor to the emergency department around 12:00pm. The contractor suffered a first degree burn on his right hand, and a second degree burn on his left hand, and also partial hair loss as a result of the sparks. The burns were not the result of an electrical shock. The contractor was released from the emergency department at approximately 4:30pm. In 2010, the ge field service engineer confirmed that the contractor is now back to work. Initial evaluation by the ge field service engineer confirmed that all wires were properly shielded. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.